Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: guideliner; sheath: 7 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, highly calcified, de novo lesion in the proximal left anterior descending (plad) to the mid left anterior descending (mlad) artery. Some dissection, an aneurysm and a hematoma were also found as the patient underwent a cath procedure 3 days prior (different physician). During the current procedure pre-dilatation was tried at the plad to mlad lesion with a nc trek 3.0 x 15 mm, trek 2.5 x 12 mm and a nc trek 3.5 x 12 mm using a 7 fr sheath. An attempt was made with a non-abbott balloon 3.0 x 10 mm but it was unable to cross. A non-abbott 3.0 x 6 mm was tried and it managed to cross. Following pre-dilatation, a xience apline 3.0 x 33 mm was used but it was unable to cross after a few attempts. Another new nc trek 3.0 x 15 mm was used to further dilate the lesion. It was noted that there was a "napkin ring" type lesion in mlad with a 90% blockage. A non-abbott 3.0 mm balloon was used with high pressure to further open up the lesion with some success. A nc trek 3.5 x 15 mm was then used to further dilate the lesion when suddenly the balloon got stuck in the vessel. It was unknown if the balloon had ruptured or if it was not completely deflated. Many ways were tried to remove the nc trek balloon using the catheter and a guideliner. With the assistance of another physician, both tried to remove the nc trek from the plad to left main (lm). However, after many tries it was still stuck in the lm and eventually the sheath broke. Eventually surgery was performed to remove the balloon as well as performing coronary artery bypass. The patient was sent to the ICU to recover. No additional information was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported deflation, difficulty to remove and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The cine of the procedure was received and reviewed by an abbott vascular clinical specialist who concluded the following: the shaft separation with attempted removal of the partially deflated nc trek rx balloon was confirmed. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch, information was received that confirmed the shaft broke.